Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 3 reference MFR. Report: 1627487-2017-06625, reference MFR. Report: 1627487-2017-06737. It was reported the patient experienced uncomfortable and ineffective stimulation after a fall. An impedance check revealed multiple low impedance contacts. Reprogramming was ineffective in resolving the issue as the patient experienced unintended rib stimulation. X-ray images did not reveal any anomalies. Subsequently, surgical intervention was undertaken during which the leads and ipg were explanted and replaced. Stimulation was restored following the procedure.